Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the upper and lower aligners are putting a lot of pressure on the gums and making them white and causing abrasions and cuts. Provided fit tips and requested additional information. Patient to file areas of the aligner that are cutting the gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.